Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were a faulty circuit board, which is why the device failed to turn on. The faulty circuit board also caused the fan temperature value to be excessively high. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that an olympus loaner device, the high definition lcd monitor could not be turned on as it had no power. The issue was found during evaluation. It was reported that there was no procedure or patient involvement.